Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer's insulin pump alarmed backup battery failure after replacing the battery in a timely manner. Customer also noted that there was no low battery alarm prior to critical pump error. The customer¿s blood glucose level was 122.4mg/dl at the time of the incident. Customer stated that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. Customer advised to wait until light stop flashing, enter new battery, clear alarms, update date and time, and complete the reservoir, tubing process when they are disconnected. Pump will not to be return for analysis.